Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error. Customer's blood glucose level was 140 mg/dl. Customer reports they were unable to clear the alarm. Customer advised the insulin pump will need to be replaced and advised to revert back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify pump error 40 and pump error 24 due to critical pump error (open book image) alarm.